Manufacturer narrative:
(B)(4). 1627487-07262012-002-r, 1627487-05242011-002-r . This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he fell approximately a week ago and has been unable to communicate with the ipg since the fall. The patient last charged the ipg about a month ago. The lack of communication was confirmed by the sjm representative. Surgical intervention is planned as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention during which the ipg was explanted and replaced. Stimulation was restored following the procedure.